Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that alaris infusion set filters clog easily and can turn into 3 to 5 hour chemo infusions could not be verified due to the product not being returned for failure investigation. A device history record review for model 2432-0007 lot number 20067157 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: our pharmacists are looking for options as alaris infusion set filters clog easily and turn a two hour chemo infusion to 3-5 hours. The product code is 2432-0007 and the lot# is (10)20067157. This is the bd alaris infusion set with 0.2 micron filter. (20gtts/ml). I don¿t believe it¿s a specific lot issue but possibly a filter design problem when used with the particular drug we are infusing. We have a patient who is receiving lumizyme® (alglucosidase alfa) every two weeks (lifetime). Prior to us moving to alaris, we were using a competitor's product and we never had the issue of the filter clogging with this particular medication. However, when we switched to your product, clogging has been a constant problem when infusing lumizyme®. When administering lumizyme®, it requires a 0.2micron low protein-binding, in-line filter during administration. Did provide us with an intravenous (IV) inline filter tip-sheet and we are checking to see that we are not inadvertently inverting the filter.